Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed on inratio strips during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no nonconformities were documented. Based on the information available, ther is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.9, laboratory inr: 4.5. The time between testing was five (5) minutes. Reportedly, multiple finger sticks were performed on the same finger. Therapeutic range 2.5 - 3.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.